Event description:
Gall bladder removal; I was getting dizzy and very uncoordinated. I also lost my hearing on the left side. Found out I had a very fast growing brain tumor (acoustic neuroma) that had to be removed. Recently, my liver has started to deteriorate and I am having gall bladder issues, (B)(6) 2021 date for removal. Now while the acoustic neuroma might not have been caused by the dreamstation 1 I had been using since 2017, the fast growth of the tumor could have been attributed. FDA safety report ID # (B)(4).